Event description:
This is a spontaneous report from a baxter employed nurse from (B)(4) of peritonitis and constipation in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced constipation. On (B)(6) 2010, the patient was hospitalized for peritonitis. The cause of the peritonitis was the constipation. Beginning (B)(6) 2010, the patient received treatment with injection fortum 1 gram ip once daily and injection vancomycin 1 gram ip once daily, both of which had continued as of the time of this report. On (B)(6) 2010, the patient was discharged from the hospital. The event of peritonitis was resolving. The outcome for the constipation was not reported. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.